Event description:
Caller states the pt tested 2.9 inr on the coaguchek s system and 4.3 inr on a comparison lab. No treatment info provided. Requested return of suspect system and replacement was sent.